Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that on implantation into the eye part of the optic edge was noted to be damaged. The lens was explanted through a slightly enlarged incision and a back-up lens was implanted successfully within the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not available for return. Device discarded by healthcare facility. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 095280697 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 095280697. The additional information received identifies that there was resistance during injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens at the point resistance occurred represents a deviation from the IFU and is likely a contributory/causative factor to the lens being delivered damaged.

Event description:
On 2nd december 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the edge of the optic near the haptic junction was observed to be faulty and therefore the lens was explanted and exchanged.